Event description:
Information received indicates the brake will set but the casters are not holding.

Manufacturer narrative:
The tech isolated the issue to the brake block assembly. He replaced the brake block assembly to repair the bed.